Event description:
The customer reported that the hot wire flow sensor does not read monitor values for vte during pre-use check.

Manufacturer narrative:
The alleged faulty hot wire flow sensor was received by carefusion on april 02, 2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow -up medwatch report will be submitted.